Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 failed. A field service engineer manually failed all tower doors then reseated all connectors to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 required maintenance and this issue began while user was pulling out medications. The customer performed a drawer recovery, but the system continued to display the required maintenance error message. The user then performed a reboot and attempted another drawer recovery, and it was verified that the required maintenance error still appeared. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused an approximate 5 to10 minutes delay to the patient care. There were no adverse events or injuries reported based on this event.